Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited multiple spikes in pace impedance measurements high out of range, greater than 3000 ohms. It was noted that the patient is zero percent rv paced. Technical services (ts) discussed with the health care professional (hcp), device trending which appears like fretting. Hcp continued monitoring of the lead and device. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).